Event description:
It was reported the programmer was getting an error code during power on. The company representative cycled power and the error cleared. The programmer was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).